Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). It is not specified when the alleged issue began. It is not known what medication, if any, the patient takes to manage his diabetes and it is also not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. At an unspecified date/time, the patient claimed he developed symptoms of sweating, shaking, nausea, and upset stomach as a result of the reported meter issue. The patient, however, denied receiving any treatment after the alleged issue began. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.